Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft of the stent broke. The procedure was completed with another of the same device. There were no patient complications reported.